Event description:
Material no: 328512; batch no: 9063718. It was reported by the pet owner that during use of the relion® insulin syringe the syringe would not draw the insulin. The following information was provided by the initial reporter: pet owner reported syringe would not draw the insulin, she will have to repeat the process multiple times and finally syringe is able to draw the insulin, it is time consuming. Consumer uses new needle for each time of the injection.

Manufacturer narrative:
Investigation summary: customer returned two (2) 31g x 8mm, 0.3ml relion insulin syringes from lot 9063718. Consumer reported syringe would not draw the insulin. Both returned syringes were examined, then tested for flow user water: both syringes were able to draw and expel properly. As no evidence of manufacturing defects was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9063718 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200811700] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328512 batch no: 9063718. It was reported by the pet owner that during use of the relion® insulin syringe the syringe would not draw the insulin. The following information was provided by the initial reporter: pet owner reported syringe would not draw the insulin, she will have to repeat the process multiple times and finally syringe is able to draw the insulin, it is time consuming. Consumer uses new needle for each time of the injection.